Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on even after multiple battery changes. Customer's blood glucose was 10 mmol/l at the time of incident. Customer stated that battery was replaced and the insulin pump would not respond. Unable to perform self test due to insulin pump being unresponsive. Advised customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with intermittent response from all buttons due to corroded electronic assemblies. The device powered up properly after battery installation. No battery power loss alarms noted during testing. However, the device was received with high sleep current and abnormal loaded voltage at the power management graph due to corroded electronic assemblies. The device alarmed pump error 38 during rewind due to corroded motor home switch. We were unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Pump error 63 alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. The device was received with corroded battery tube, minor scratches on case, missing reservoir tube o-ring, broken reservoir tube lip, missing retainer, broken belt clip rails, faded serial number label and minor scratches on lcd window.